Event description:
The customer stated that a pt result generated on the cell-dyn 3700 in 2007, was transmitted to the lis and assigned to a different pt specimen that was tested in 2007. Both specimens had a barcode number. The incorrect result was reported and questioned by the physician. A corrected report was issued after the error was identified. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.